Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for unrelated reason. Upon interrogation, the right ventricular lead exhibited noise with isometric testing. The lead was capped and replaced. The patient remained asymptomatic and would continue to be followed normally.